Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2012, the lay user/patient's mother contacted lifescan (lfs) alleging that the patient's onetouch ping meter has a line through the display. The following complaint was classified based on information obtained from the customer care advocate (cca). The patient's mother reported the alleged issue began on an unspecified date/time prior to contacting lfs. At the time the alleged issue began, the patient's mother was not able to specify what type of diabetes medications the patient was taking or what action, if any, the patient took regarding his diabetes regimen. The patient's mother indicated the patient was not experiencing diabetic symptoms. Due to the alleged issue on the subject meter, it was noted by the cca, that the patient had used a back up meter (brand/result unknown) and animas was contacted for assistance. At the time of troubleshooting, the cca noted the patient was not a 1st time user of the subject meter and there was no misuse of the meter. Replacement products were sent to the patient. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor did he receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged issue remained unresolved.